Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows nail interface is damaged/cracked. Piece of nail interface came loose before insertion without using power/pressure. Nail has been replaced by another one without any problem. This delayed the surgery only a few minutes, no problem for the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device has been returned and the investigation is ongoing. Placeholder.